Manufacturer narrative:
Complaint statement: (B)(4): no samples were received for evaluation. No customer pictures were provided. No batch number was provided. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined. Corrected data: h6: investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). No samples, item or lot number were received from the customer. The investigation is ongoing and a supplemental report will be filed, as soon as a conclusion is available.

Event description:
Customer states: needlestick and safety is flimsy and did not cover the needle. Date of injury: (B)(6) 2022. Greiner bio one needle how injury occurred: while engaging needle safety post venipuncture, rt index finger slipped off the safety and onto the needle. Life threatening? No. Permanent damage? No. Medi/surg intervention? No.